Manufacturer narrative:
Batch review performed on 07 october 2024: lot 1906799: (B)(4) items manufactured and released on 12-feb-2020. Expiration date: 2025-02-02. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had pain due to a loose baseplate and the cause is unknown. At about 3 years and 1 month post primary the surgeon revised the humeral tray, insert, baseplate, glenosphere and screws. The surgery was completed successfully.